Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.